Event description:
Please see MFR #6000032-2012-00052. Information received on (B)(4) 2012 clarified that this device was for the urinary system. All further information will be filed under 6000032-2012-00052.

Manufacturer narrative:
Concomitant medical products: lead model 3889-28 lot j0349006v implanted: (B)(6) 2003 explanted: na. Lead model 3889-28 lot j0348820v implanted: (B)(6) 2003 explanted: na. Extension model 3095-10 serial (B)(4) implanted: (B)(6) 2003 explanted: na. Extension model 3095-10 serial (B)(4) implanted: (B)(6) 2003 explanted: na. Programmer model 7435 serial (B)(4). Neurostimulator model 37711 serial (B)(4) implanted: (B)(6) 2009. Lead model 3776-60 serial (B)(4) implanted: (B)(6) 2009 explanted: na. Lead model 3776-60 serial (B)(4) implanted: (B)(6) 2009 explanted: na. Recharger model 37752 serial (B)(4). Programmer model 37743 serial (B)(4).

Event description:
It was reported that the patient experienced an overstimulation sensation, as well as other sensations, following a fall 2-3 weeks prior to the report. The implants "got turned on to max" and were "killing" the patient. The implants "zapped the life out" of her. One device reportedly "went dead." The patient also had a "tic" from the toes up to the leg, crossing to the other leg. The systems were not checked after the fall. It was found that the systems were off during the report of the symptoms, and the patient was feeling "jerky." Additional information was requested.